Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was just inserted for over five hours and received a sensor glucose not available alarm. It was explained to customer it might be caused by an incorrectly inserted sensor or a sensor damage during insertion. During troubleshooting customer was instructed to remove sensor and to check for damage and found that the sensor looks shorter than normal. Customer was assisted with watertight tester procedure and the transmitter was functioning correctly. The customer was advised the sensor will be replaced. The customer will return damaged sensor.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.